Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose rose to around 400 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. The pink slide insert did not move into the viewing window despite the cannula deploying, which indicates a failure of the needle mechanism to deploy as intended during activation. Bleeding and pain at the infusion site were also reported. Ketones were checked and none were found to be present. As treatment, the patient drank water.